Event description:
Customer reportedly obtained a result of 5.5 inr on the coaguchek system and 3.7 inr on the coaguchek xs system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system for evaluation.

Manufacturer narrative:
This medwatch is for suspect device in the coaguchek system. Reference medwatch for suspect device in the coaguchek xs system.